Event description:
It was reported that the insulin gauge displayed an amount different from what was expected, with the fill estimate showing as static and not changing despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support explained to the customer that this issue can occur due to a variance in measured pressures used to calculate the insulin remaining. Once the insulin amount matches the static displayed number, the fill estimate will update normally. The customer understood and acknowledged this explanation.